Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy, the surgeon could not open the jaw of the device. At the non-operative field, an unformed clip fell out from the shaft. Another device was used to complete the case. There were no consequences to the pt.